Event description:
Related manufacturer reference number: 3006705815-2022-14199; 3006705815-2022-14206. It was reported the patient experienced ineffective therapy after a motor vehicle accident. Patient was unable to place their scs system into MRI mode, prior to an MRI procedure. Later, diagnostics indicated high impedances on one lead. As a result surgical intervention occurred wherein it was found the ipg header was cracked. The ipg was explanted and replaced and the impeded lead was explanted to address the issue. It is unknown which lead is related to the issue. Therefore both leads are being reported.

Manufacturer narrative:
Date of event is estimated during processing of this complaint, attempts were made to obtain patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.